Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 2 pm. Customer had eaten a hot dog and became sick. Customer was taken to the hospital where he was put in pcu. Customer reported that he was discharged at blood glucose 492 mg/dl for some reason and had to go back to the hospital the next day and in worse shape. The customer blood glucose was 402 mg/dl (roughly) an hour prior to being discharged. Customer was wondering why they got discharged at the high of level per the reports she reported. Patient's blood glucose at time of incident: 492 mg/dl patient's current bg: 183 mg/dl. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Blood glucose value when admitted to hospital 528 mg/dl. The customer was wearing the insulin pump during the hospitalization. Customer reported ketone level 150 mg/dl. The insulin pump will not be returned for analysis.